Event description:
Two false positive samples reported occurred on (B)(6)2021. One false positive result occurred on (B)(6)2021.

Manufacturer narrative:
G3 date received by manufacturer corrected to 10/29/2021. B5 updated to clarify occurrence dates. B3 corrected to 10/20/2021.

Manufacturer narrative:
D4 catalog # has been populated with the correct information; this information was previously submitted under model#. The customer additionally used a second lot, lot 521842; lot 521842 will be addressed in 3005248192-2022-00736 investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: quality data review review of the manufacturing packet for alinity m sars-cov-2 amplificaiton reagent kit (list 09n77-095) lot 522521 did not identify any issues which could result in the reported complaint. No issues were found during qc testing. The qc 2-f amp kit masterlot testing met all acceptance and validity specification criteria. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amplificaiton reagent kit (list 09n78-095) lot 522521. A product deficiency could not be identified as a result of this review.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
Customer reported one false positive result obtained on the alinity m sars cov-2 assay. The false positive was reported to the patient who questioned the result and believed it to be false positive. The patient was asymptomatic and unvaccinated. It was confirmed the sample was not retested. Two additional samples were reported by the customer as false positive. There was no report of impact to patient management caused due to this observation.